Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold on the rv lead was observed. Upon interrogation, rv capture threshold was rising. The lead was still functioning but not optimal. Lead revision was performed, but it was unsuccessful since the physician could not gain access to the vessel. The patient was stable and will be monitored.